Event description:
It was reported that during a ptca procedure, a balloon catheter was used to pre-dilate the lesion. As the balloon catheter was being withdrawn, it was noted that the distal part of the balloon was missing. A balloon catheter was inflated in the guiding catheter to hold the separated shaft and it was withdrawn as a single unit. Reportedly, there was no pt injury.